Manufacturer narrative:
The instrument was found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. Common causes of the failure mode thermal damage between grips instrument bipolar yaw pulley are typically attributed to the user for example by insulation degradation and carbonized tissue creating a conductive path. Intuitive followed up and obtained additional information. The insulation melted. The ft10 generator was used. Macro60w setting was used on the generator. Patient did not return to the hospital. No images or video recording are available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps instrument sparked during use. The procedure was completing as planned with no reported patient injury.